Event description:
Information was reported by the consumer regarding a patient whose pump was used to deliver dilaudid. The indication for use was spinal pain. On (B)(6) 2016 it was reported that the critical alarm was occurring. The patient's physician moved out of the area and the no longer have someone servicing the pump. It was reported that both alarms were sounding, the single tone occurs every hour and the two tone occurs more frequently. The alarm started about two weeks prior to the report. Additional information was reported on (B)(6) 2016 by the consumer. It was reported that the pump was empty and the patient had started experiencing withdrawal and feeling really bad on (B)(6) 2016 and the patient had not been eating since (B)(6) 2016.

Manufacturer narrative:
Additional review determined that the device code also applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.